Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection coincident with peritoneal dialysis therapy, and the patient subsequently passed away. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported condition. The patient was hospitalized for the event. Treatment details and cause of the infection were not reported. Four days after the patient was hospitalized, the patient passed away. The cause of death was reported as (unspecified) infection, though it was not reported if an autopsy was performed. It was unknown if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.